Event description:
A customer reported that her precision xtra meter gave an err4 message. As a result of not being able to use her meter the customer experienced hypoglycemia. Paramedics were called and the customer was treated with hypospot. The customer refused to go to hosp.